Manufacturer narrative:
(B)(4). Batch # m5230l. The analysis results found that the sr75 reload was received in good visual condition. The cartridge reload had the swing tab in the locked position, and fully fired. No functional test was performed. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, the staple was not formed properly. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.